Manufacturer narrative:
(B)(4). Undefined recurrence; urinary/bowel problems; dyspareunia. Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 due to stress urinary incontinence and pelvic floor repair. The patient experienced pain, infection, urinary/bowel problems, bleeding, recurrence and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had the concurrent procedures of a posterior colporrhaphy with vaginal enterocele repair, and cystourethroscopy performed during mesh implantation. It was reported that the patient underwent esophagogastroduoedenoscopy on (B)(6) 2011. It was reported on (B)(6) patient complained of bleeding with intercourse every time that lasted about three days. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, urge incontinence and dysuria. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with sacrospinous colposuspension. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent excision of exposed vaginal mesh and injection of vaginal mesh/vaginal wall on (B)(6) 2014 by (B)(6), md due to dyspareunia and exposure of vaginal wall mesh.

Event description:
Details: it was reported that the patient underwent excision of exposed vaginal mesh and injection of vaginal mesh/vaginal wall on (B)(6) 2014 by (B)(6), md due to dyspareunia and exposure of vaginal wall mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and boston scientific - obtryx were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.